Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.

Event description:
The user experienced an issue with low sodium results over several days for about 40 patient samples. The user provided results for five patient samples which were discrepant. The samples were repeated on a c111 analyzer at another site. Then the user changed the lot number of the ise standards on the original c111, recalibrated and then repeated the samples. All results are in mmol/ l. Sample 1 initial result was 132, repeat results were 139 and 137. Sample 2 initial result was 131, repeat results were 139 and 136. Sample 3 initial result was 129, repeat results were 137 and 132. Sample 4 initial result was 131, repeat results were 140 and 137. Sample 5 initial result was 132, repeat results were 139 and 138. The initial results were reported and the user said none of the patients were treated based on the low sodium results. The user declined a service visit and stated the issue was corrected by changing the lot of ise standard.